Manufacturer narrative:
Concomitant medical products: 6949 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that when trying to send a manual remote transmission, the green lights of the monitor were not displaying during the telemetry portion. Troubleshooting steps were taken to no avail, and the patient was referred to the physician's office to further troubleshoot the device. Follow-up with the physician's office was attempted but no additional information could be obtained. It was noted in the device registry system that the device was explanted and replaced within five days of this issue. No patient complications have been reported as a result of this event.